Event description:
A patient reportedly was not able to test on their one touch ultra meter due to the meter loosing its settings 4 times. Patient's meter allegedly also would not turnoff. Patient reported no symptoms . There was no medical intervention. There was no comparison. Patient was not treated.